Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided image was consistent with the reported issue; the instrument exhibits a broken clevis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument tip was bent, and the metal port could not be removed, so the tip was cut off and the port was retrieved. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter however the customer was unable to provide additional information. The instrument was removed together with cannula and not a new port incision required in order to complete the procedure. There were no missing fragments and reported injury.